Manufacturer narrative:
Device passed displacement test. The audio tones/beeps functioned properly. However, pump error 63 alarm during self test and confirmed in device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. Troubleshooting was done for audio anomaly. Insulin pump was not beeping after bolus delivery. Customer mentioned that they did not heard the difference between two audio volumes and beep function was not working always. The device failed the audio test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.